Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.75 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted from the crimped position. The undamaged stent od (outer diameter) was measured using snap gauge and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the circumflex artery. A 2.75 x 28 synergy ii drug-eluting stent was advanced for treatment. The stent went in to the body and up through the guide catheter. However, during introduction, the physician realized that something was wrong with it. Upon removal, the physician noticed the frayed stent struts. It was noted that the stent never made it to the lesion and was never deployed. The procedure was completed using alternate method or device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the circumflex artery. A 2.75 x 28 synergy ii drug-eluting stent was advanced for treatment. The stent went in to the body and up through the guide catheter. However, during introduction, the physician realized that something was wrong with it. Upon removal, the physician noticed the frayed stent struts. It was noted that the stent never made it to the lesion and was never deployed. The procedure was completed using alternate method or device. No patient complications were reported.